Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4 and medical device code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6006997 was provided. Complaint was classified under malfunction code: occlusion in the tubing and/or tubing connectors- blockage a similar complaints search in the electronic quality management system (eqms) system performed on 24-jan-2026 for lot number 6006997. No additional complaints were located with related malfunctions. A query was run in the eqms on 24-jan-2026 against lot/batch number 6006997. No records were found with lot 6006997 directly referenced. A batch record review of lot 6006997 showed no issues related to reported malfunction. Retention samples were not available to perform testing. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of diabetic ketoacidosis (dka) and was hospitalized on (B)(6) 2025. The patient's blood glucose (bg) level was 600 mg/dl upon admission. The patient reported symptoms including confusion, feeling sick/unwell, flu-like symptoms, headache, tiredness, altered vision, and extremity pain. The patient was treated with insulin injections during the hospital stay. No further information available.